Manufacturer narrative:
The echelon-10 micro catheter was returned for analysis. No breaks or separations were found with the returned micro catheter hub or body. The returned micro catheter hub was found to be intact. No flashes or mold voids were observed with the micro catheter hub. No bends or kinks were found with the micro catheter body. No damages were found with the micro catheter distal tip. The micro catheter was flushed with water and a leak was detected at the distal end of the inner strain relief. The outer and inner strain reliefs were removed. The micro catheter was re-flushed with water. The catheter body was found to be leaking distal to the distal end of the hub. Upon examination, the braid wire was found to be exposed, buckled and protruding from the catheter. No other anomalies were observed. Based on the reported information and device analysis, the reported event could not be confirmed as the returned micro catheter was found to be intact. No breaks or separations were found with the returned micro catheter hub or body. However, during the analysis, the micro catheter was found to be damaged which subsequently caused the catheter to leak.

Manufacturer narrative:
The device has been returned for evaluation. Once complete, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the catheter separated at the hub which allowed air to enter the catheter. The separation was noticed while advancing the catheter. No air entered the patient from the broken catheter. There was no significant resistance noted, and there was some vessel tortuosity observed. The microcatheter was swapped out for another echelon to avoid potential problems. The patient was receiving onyx embolization treatment. The device was prepared as directed in the IFU and the catheter had been flushed as directed. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.